Manufacturer narrative:
Insulin pump had an intermittent button, due to corroded keypad traces. No button error alarms noted. No cosmetic damage noted.

Event description:
It was reported that the insulin pump had an unresponsive keypad and that it alarmed button error. The blood glucose reading was 165 mg/dl. No significant events leading to the alarm were observed. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.